Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 02-jun-2025 and forwarded to millyard advanced medical products, llc on 03-jun-2025. The patient's mother reported that the pump is alarming pump failure. The patient's mother stated that both pumps are no longer working, which she attributed to remodulin ingress. The patient's mother was provided with additional education by the specialty pharmacy regarding the filling of cassettes. No adverse side effects were reported. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Manufacturer narrative:
Corrections to b2, e1, e2, e3, e4, g2, g7, and h8. Added model number and additional UDI in d4.

Event description:
An initial MDR regarding this event was filed on 25-jun-2025 (report number 3016798778-2025-00074). Additional information was received by millyard advanced medical products, llc, by way of a technical investigation of recently received materials completed on 04-sep-2025. Upon return to millyard advanced medical products, llc, logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), showed pump failure, pump error, and cassette problem alarms between 05-may-2025 and 29-may-2025. A test delivery was attempted and resulted in a pump failure alarm. The pump was disassembled and fluid ingress was found to be the root cause of the pump failure alarms reported by the patient's mother. Although a specific cause for the confirmed ingress could not be conclusively determined through this investigation, pump (B)(6) functioned within specification during investigation, as it alarmed accurately and entered a failsafe state. The patient's mother also reported that the patient's backup remunity pumps ((B)(6)) were not working due to cassette leaks. Upon review of log data, neither pump was found to have been used prior to being returned to millyard advanced medical products, llc, for investigation. No evidence of remodulin leakage was observed, and 72-hour test deliveries were successfully completed without issue. The pumps functioned as intended. No cassettes were returned for investigation; however, it was reported that the specialty pharmacy re-trained the patient's mother on filling cassettes.